Manufacturer narrative:
The insulin pump was communicated properly with guardian link (2) and glucose sensor simulator. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they are unable to connect the transmitter. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.